Event description:
A healthcare provider (hcp) reported via manufacturer representative that a patient's implantable neurostimulator (ins) had malfunctioned. No further information was provided. No patient symptoms were reported. Indication for use is unknown.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient first started experienced the malfunction on (B)(6) 2015. It was unknown as to what the malfunction was, what the cause was, what troubleshooting was performed, what symptoms the patient experienced, and if the issue had been resolved. The hcp reported the patient was seen by an infectious disease physician on (B)(6) 2015. It was noted that the date of surgery (dos) was (B)(6) 2015. The patient did not return for follow up with the reporting hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.